Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(4) 2013. A review of the service cases for this laser ((B)(4)) revealed that there has been no reported reoccurrence of this event type since the service repair was completed and the laser was released to the customer for use.

Event description:
The customer reported an error with their laser system. It was reported that due to this error the case was completed with another laser system. The patient outcome was reported as "okay."